Manufacturer narrative:
This medwatch submission represents the kinked outflow graft. The referenced pump stoppage events, driveline repair, and pump exchange was reported under medwatch MFR report # 2916596-2016-02553. (B)(4). Approximate age of device ¿ 1 year and 9 months. The pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that pump stoppage events occurred on (B)(6) 2016. Review of the system controller log file by the manufacturer's technical services representative revealed speed decelerations and pump stoppage events on (B)(6) 2016. X-ray images appeared unremarkable and showed no specific areas of concern. The patient was asymptomatic. On (B)(6) 2016 a driveline evaluation was performed by technical services representatives. No broken wires were found during phase interrupter / electrical continuity testing. A percutaneous lead (driveline) replacement was completed. The lvad system was connected to a grounded power module patient cable following the repair and no issues were initially reported. On 12/08/2016 it was reported that the low speed and pump stoppage events reoccurred. The patient underwent a pump exchange on (B)(6) 2016. A subcostal approach for the device exchange was attempted; however, the outflow graft was reported to be obstructed. A full sternotomy was required, and the outflow graft was reported to have been kinked at the distal end. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned for evaluation; however, the sealed outflow graft was not returned. Therefore, the report that the outflow graft was obstructed or kinked at its distal end could not be confirmed. The outflow elbow and the body of the pump revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. The evaluation of the submitted system controller log file revealed several transient motor stopped events, however, correlation to the reported outflow graft obstruction could not be established. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.